Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6), 2026. During the procedure, the band pull wire could not be pulled and became stuck. The procedure was extended and continued with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a0401 captures the reportable event of a trip wire break. Block h6 (device codes): problem code a2201 captures the reportable event of device difficult to setup or prepare. Investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.